Manufacturer narrative:
This report is submitted on august 03, 2021.

Event description:
Per the clinic, the patient experienced pain and swelling at implant site and subsequently was treated with steroid and antibiotics (type, date and duration not reported).